Manufacturer narrative:
The peritonitis occurred on an unspecified date "day after (B)(6)". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿belly pain¿ and white drainage. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin and then ceftazdime (doses, frequencies, duration and route not reported). The patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.